Event description:
The customer reported that insulin was leaking into the reservoir compartment. The customer stated that she has had to increase her insulin delivery three times because she has been on steroids. The customer stated that she is pregnant and on bed rest. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.